Event description:
It was reported that an automatic safety switch from bipolar to unipolar occurred on this cardiac resynchronization therapy pacemaker (crt-p) due to out of range left ventricular (lv) lead pace impedance measurement. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.